Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (2 total patients) all available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98 (troponin-I stat high sensitivity), with 510k/PMA/bla number k191595.

Event description:
The customer reported false positive architect stat high sensitive troponin-I results for multiple patients while running on the architect i2000sr analyzer. The following data was provided: sid (B)(6) (tested on (B)(6) 2025): normal reference range: < 16 ng/l. Initial result ran on isr60307 = 183.0 ng/l; sample repeated on same analyzer after centrifugation = 7.9 ng/l; sample repeated on another analyzer (isr51888) = 6.0 ng/l. Sid (B)(6) (tested on 26jun2025): normal reference range: < 26 ng/l. Initial result ran on isr60307 = 32.5 ng/l; manually recentrifuged and repeated = 23.1 ng/l. Manually centrifuged again and run on another analyzer (isr51888) = 11.2 ng/l. Microfuge the specimen and repeated on isr51888 = 11.1 ng/l; repeated on isr60307 = 10.7 ng/l and 11.5 ng/l. There was no impact to patient management reported.

Event description:
The customer reported false positive architect stat high sensitive troponin-I results for multiple patients while running on the architect i2000sr analyzer. The following data was provided: sid (B)(6) (tested on (B)(6) 2025): normal reference range: < 16 ng/l initial result ran on (B)(6) = 183.0 ng/l; sample repeated on same analyzer after centrifugation = 7.9 ng/l; sample repeated on another analyzer (B)(6) = 6.0 ng/l . Sid (B)(6) (tested on (B)(6) 2025): normal reference range: < 26 ng/l initial result ran on (B)(6) = 32.5 ng/l; manually recentrifuged and repeated = 23.1 ng/l manually centrifuged again and run on another analyzer (B)(6) = 11.2 ng/l microfuge the specimen and repeated on (B)(6) = 11.1 ng/l; repeated on isr60307 = 10.7 ng/l and 11.5 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation of lot 72193ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 72193ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 72193ud00 was identified.